Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-12631.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer also had a motor error alarm. Customer's blood glucose level was 213 mg/dl. Customer believed that there may have been air bubbles in the set and received no delivery alarms while bolusing twice yesterday and once today. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set or reservoir for analysis. No further assistance needed.